Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection noted cathode with wires was separated from the rest of the lead segments. A fracture of the largest segment was confirmed as the continuity test failed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing with pacing impedance measurements greater than 2000 ohms. The physician could not see a visible lead break via x-ray and no testing was performed with the pacing system analyzer (psa). A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be re-evaluated when additional details are received.